Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. To date the lot numbers have not been provided, therefore a device history record could not be completed.

Event description:
It was reported that two fogarty catheters from 2 different lot numbers failed to deflate. No further details were provided. To date, the customer has not responded to requests for additional details regarding the reported event, including the affected lot numbers; however, follow-up attempts remain ongoing. There was no allegation of patient injury. Patient demographics not provided.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The customer was unresponsive to multiple attempts to obtain the suspect device for evaluation and no product was ever returned. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Without the return of the product, it is not possible to determine if any damages or defects exist on the product, nor could any manufacturing nonconformance, failure mode, or root cause be confirmed. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Associated MDR report # 2015691-2019-00859.

Manufacturer narrative:
The unknown particle was sent to chemistry for further analysis where energy dispersive spectroscopy (eds) detected iodine, chloride and sodium from the unknown material. The detected elements are typical for use in this type of procedure. Iodine is typically found in contrast medium and sodium and chloride are components of normal saline, both of which are commonly used in these types of procedures.